Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 600 mg/dl. Customer was treated with insulin pump and insulin shot. Customer was using auto mode. Customer had nausea, headache and thirsty. The insulin pump will not be returned for analysis.